Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smart assist system with automated impella controller section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that three days into impella rp flex support, placement signal readings were noting irregularities with the pump coinciding with low pump flows and high motor current. Shortly after, a pump stop occurred for which attempts to restart the pump were not performed. Plans were subsequently made to remove the device. No patient harm was reported.

Manufacturer narrative:
The investigation of pump stop has been completed. Pump stop: upon visual inspection, biomaterial present throughout pump cannula and in both inflow and outflow cage. Pump was soaked in tergazym and attempted to be run. Pump was able to turn on and run at p-9 for approximately 20 minutes. Motor current at start of pump run was low and slightly variable with some spikes in motor current before pump was able to gradually increase to stable values. No pump stop alarm was triggered during pump run in the lab. Data logs were reviewed and the logs showed a decrease in pulsatility on the morning on the last day of support with no change in p-level. Later on the same day, a trend up in motor current was observed with large variability in placement signal and decrease in pump flows were observed. Spike in motor current occurred at time of pump stop alarm. Clinical details noted a trend in motor current and pump flows prior to pump stop occurring. Pump was not attempted to be restarted and was explanted. The root cause of the pump stop was most likely due to biomaterial buildup within the pump based on returned product showing evidence of biomaterial around inflow cage and data log analysis with trend up in motor current prior to pump stop. Thrombus: based on the returned product investigation, an additional failure mode of "thrombus" was added to the investigation. Biomaterial was present within the cannula of the pump on returned product. The root cause of the thrombus was unable to be determined due to insufficient clinical details.